Manufacturer narrative:
The five devices subject to this investigation were returned for evaluation. It was visually confirmed that the packaging material of the five blades were brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.

Event description:
It was reported that prior to a surgical case, the packaging of five blades would not open. It was also reported that the blades were not used on a patient and there were no procedural delays as a result of this event.